Event description:
It was reported that the pt experienced postoperative pain seven to twelve months following unspecified elbow surgery. The pt was taken back to surgery for removal of the sutures. The surgeon observed, inflammation at the suture site.